Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.18ng/ml was obtained. A fresh sample collected from the patient on the same day gave a result of 0.01ng/ml. A 3rd sample drawn on the next day recovered as 2.98ng/ml. All 3 samples were re-tested giving accu tni results in the range of 0.01-0.02ng/ml. A serum tube collected during the initial draw produced results of 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient. Treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin tubes, and centrifuges at 3,500 rpms for 7minutes at room temperature. No other results were questioned by the customer at this time. Qc recovered within established ranges prior to and after the event. A system check run in 2009 passed all specifications. A field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) to the instrument. B) the fse ran a diagnostic testing with good results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.